Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.

Event description:
Upon insertion of the flexcath steerable sheath, the valve leaked and air could be aspirated through the valve from the infusion port. The sheath was replaced and the procedure was completed. No adverse event occurred.